Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements and increased pacing impedance to 1300 ohms due to a lead dislodgement and possible perforation. The rv lead was successfully revised and all measurements recovered. It was noted that there was no effusion before or after the revision. The lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.